Manufacturer narrative:
Patient ID, age, and sex provided. Weight was requested, but not given. The emitter was repositioned during realtime troubleshooting with a medtronic field representative. This resolved the issue and navigation continued without issue.

Event description:
A medtronic representative reported that registration was successful, but during navigation, the screen display becomes unresponsive and stops tracking for a moment, then comes back on. The surgeon was able to complete the case with the use of navigation and no negative impact to the patient outcome.

Manufacturer narrative:
Several attempts have been made to obtain the patient demographic information, but no response has been received. No parts or files have been received by the manufacturer for evaluation.